Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 176 mg/dl and the sensor glucose was 45 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer also reported lost sensor alarm. The sensor will be returned for analysis.